Event description:
It was reported that they were having issues charging their implant and the issue began sunday. The patient stated half the time the controller wouldn't connect to the implant and half the times the implant wouldn't charge. The patient would get no device found when charging the implant and the recharger would get hot. During the call patient denied damages on the recharger. The patient reset the controller. The patient mentioned they could previously get 100 on passive recharge then 8. During the call highest they could get was 16 then 0/0/0. The patient then mentioned the relay box was getting hot. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.